Manufacturer narrative:
This medwatch is being submitted for a discrepant blood glucose result with one compact plus system. Reference medwatch report with pt for the discrepant back to back blood glucose result with the other compact plus system.

Event description:
Reporter alleged obtaining on a pt discrepant blood glucose result of 59 mg/dl back to back on one compact plus system with a result of 102 mg/dl on another compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that the pt was not experiencing any hypoglycemic during the time of testing. Reporter stated the pt was given breakfast and his regular dose of insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.